Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was over 600 mg/dl. The elevated bg was addressed by a correction bolus via the pump. No third-party assistance was required. Customer changed infusion set and cartridge and resumed insulin to resolve the issue.